Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the uninterruptible power supply (ups) was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, the viewing station of the imaging system was beeping. It was reported that the line power light and system power lights were illuminated. The system was functioning as designed for about 30 minutes. There was no patient present when this issue was identified. No additional information was provided.